Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient complained of ineffective therapy from the scs system. The patient stated the lead was ¿not reaching¿ the nerves to the targeted pain area. Consequently, surgical intervention was taken and the patient underwent a successful dorsal root ganglion (drg) trial procedure. Additional surgery for a permanent implant of a drg system is planned for a later date.